Event description:
It was reported to philips that system could not perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, patient was moved to the other device to complete the surgery. The customer reported that the device could not perform fluoroscopy. The customer did not request philips service for this event because the device was back to functional use after a restart. No further action was taken by philips. The root cause could not be identified. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, patient was moved to the other device to complete the surgery. The customer reported that the device could not perform fluoroscopy. The customer did not request philips service for this event because the device was back to functional use after a restart. No further action was taken by philips. The root cause could not be identified. To date, no further reports of the event have been received. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The 510k, catalog item identifier, common device name, FDA product code, serial number, manufacture date and the reporting address city have been updated.